Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and alopecia outcome was unknown. The reporter considered alopecia and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal¿. Most recent follow-up information incorporated above includes: on (B)(6) 2020: sm received : event added- hair loss. Reporter added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair loss"), toothache ("toothaches") and gingival bleeding ("gums bleed"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, alopecia, toothache and gingival bleeding outcome was unknown. The reporter considered alopecia, gingival bleeding, medical device removal and toothache to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :alopecia, gingival bleeding, medical device removal and toothache. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: toothaches, gums bleed. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced alopecia ("hair loss"), toothache ("toothaches"), gingival bleeding ("gums bleed") and hypertension ("high blood pressure") and was found to have heart rate increased ("my pulse get real high"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, alopecia, toothache and gingival bleeding outcome was unknown. The reporter considered alopecia, gingival bleeding, heart rate increased, hypertension, medical device removal and toothache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): echocardiogram - on an unknown date: heart murmur. Concerning the injuries reported in this case, the following ones were reported via social media :alopecia, gingival bleeding, medical device removal and toothache. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - my pulse get real high, high blood pressure and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal.¿ no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.